Manufacturer narrative:
Technician found the bed in storage area. No pt impact. Head section was drifting. Replaced the CPR manual valve to resolve this issue.

Event description:
Info provided indicated that the head section was drifting.